Event description:
It was reported that the gas detector speaker was not working. Visual alarm was confirmed. There was no patient involvement, and no patient adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; corrected. D9: date returned to mfg.: 10/15/2024. H3 and h6. Codes: updated. One device was returned for analysis. The complaint was confirmed. Visual inspection and functional testing revealed that the device has no alarm. The cause was the control board. The control board was replaced and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.